Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 67-year-old patient with a 7300tfx31 valve implanted in unknown position underwent reintervention for a valve-in-valve procedure after an implant duration of six (6) years and one (1) month due to calcific-degeneration leading to severe stenosis. As reported, the patient presented with nyha iii shortness of breath. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, patient was stable and anticipated next-day discharge.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including end-stage renal failure and dialysis.

Manufacturer narrative:
Updated section b5 (describe event or problem). Added information to section h6 (type of investigation). H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 67-year-old patient with a 7300tfx31 valve implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of six (6) years and one (1) month due to calcific-degeneration leading to severe stenosis. The patient presented with nyha iii shortness of breath. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. The patient was stable and anticipated next-day discharge.